Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Conclusion code is for the pump and conclusion code is for the catheter.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was having surgery because the managing doctor suspected he was not getting the intended medication. A dye study was performed on an unknown date in the office. The patient was told by the managing doctor that it looked like, based on the path of the dye, that the drug was not reaching the end of the catheter but was getting deposited in the pump pocket. The surgeon feared the patient's pump pocket might be infected, so he wanted to replace the pump as well as the catheter and move the pump from the right side to the left side of the body to avoid future infection. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient's system was completely revised. The issue was resolved. The patient's status was reported as "alive - no injury". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the drug not reaching the end of catheter but rather being deposited in the pump pocket during the dye study was not determined. The system was explanted. Med and no abnormalities were visible. No further patient complications reported.